Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, the fiber began forward firing, after using 464512 joules for 44:38 minutes. The procedure was completed with another fiber without patient complications. The gland volume of the patient was 120ml.